Event description:
During a coronary drug eluting stenting treatment procedure, lesion crossing difficulties, and stent delivery system (sds) damage occurred. The mildly calcified lesion was located in a severely tortuous anterior descending artery (ad). The physician attempted to direct stent the lesion with a taxus express2 - 3.5 x 24 mm drug eluting stent, however, was unable to cross the lesion. When the physician retracted the sds, the balloon became stuck in the guiding catheter. The sds was successfully removed without any complication. No patient injuries or complications were reported. The procedure was completed with another taxus express2 - 3.5 x 24 mm drug eluting stent. Patient status is reported as "satisfactory/good".